Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 24-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited an unexpected loss of power after the patient had changed power sources while having a fully charged battery connected. It was suspected that the patient had potentially not connected the battery correctly. The battery was removed from use due to suspicion of a possible attachment issue and was replaced. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (B)(6) was not returned for evaluation as it is still in use. One (1) battery (bat(B)(6) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of bat(B)(6) revealed that the returned device passed visual inspection and functional testing. The battery was able to adequately charge and provide power to a test controller with no anomalies observed. Internal visual inspection revealed no anomalies. Of note, alarm log file was not available for analysis. Log file analysis of the event file revealed a controller power up event with an associated pump start event was logged on (B)(6) 2025 at 03:01:01, indicating a loss of power to the controller. The data point prior to the loss of power revealed that the adapter was connected to power port one (1) and bat(B)(6) was connected to power port two (2) with 83% relative state of charge (rsoc). The data point recorded after the loss of power revealed that bat(B)(6) was connected to power port one (1) and the adapter was connected to power port two (2). The controller was without power for four (4) seconds. No anomalies were recorded leading up to the loss of power. When the controller powers up following a loss of power, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. It is likely the loss of power event was perceived by the patient as the reported "controller displayed a red alarm" event. As a result, the reported loss of power and the reported ¿controller displayed a red alarm¿ events were confirmed. The reported poor connection involving bat(B)(6) could not be confirmed. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, returned date: 08-april 2025 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.